Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient showed up at the clinic to meet with a healthcare professional (hcp) and have their device reprogrammed. During the course of the meeting with the hcp, it was determined that the device and system were infected and an explant to remove the system was scheduled. It was noted that the type of infection was unknown. It was not known if a culture was taken or if any antibiotic treatment was necessary. Medical intervention included a test to determine infection. The patient medical history included back pain from previous surgeries and smoking. The patient's status was alive with injury. It was noted that there was no device issue. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received confirmed the patient¿s system was explanted due to infection.

Manufacturer narrative:
(B)(4)

Event description:
Further information received reported there were perioperative antibiotics administered and the infection¿s onset date was (B)(6) 2013. It was then reported there was swelling and pain at the spine incision site on post op day 1. It was noted the infection site was the lumbar region and a culture was obtained from the device pocket and found propionibacterium acnes. It was reported the patient was given oral antibiotics and a total device system explant was performed. It was logged the infection was resolved. It was then reported it was questionable whether or not this was a real infection, since the intraoperative cultures were negative. It was reported ¿the ID consultants could not state with certainty that there was an infection but they felt the risk benefit merited taking the device out especially the patient was not clearly benefitting from the device.¿